Event description:
Information received a smiths medical intubation/portex endotracheal tubes polar revealed no anomaly was observed in the product during a pre-use check. However, one (1) hour after starting to use it, the customer noticed air was leaking from it and the cuff was found torn. The nasal cavities of the patient was did not look smaller than that of others. No patient injury.

Manufacturer narrative:
Other, other text: pictures were received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.